Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 130 bd ultra fine¿ insulin syringe experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no:329416 batch no: unknown. Reported on behalf of consumer that the consumer had approximately 130 insulin syringes with condensation inside of the barrel and poly bags. Stated when the consumer draws up the insulin there is a small line in the barrel that moves it, believing it is condensation. Unable to provide lot #. Date of event: unknown.

Manufacturer narrative:
H6. Investigation summary: no samples (including photos) were returned as of 31 july 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review for foreign matter in barrel and foreign matter in polybag due to unknown lot number. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h10.

Event description:
It was reported that 130 bd ultra fine¿ insulin syringe experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no:329416 batch no: unknown. Reported on behalf of consumer that the consumer had approximately 130 insulin syringes with condensation inside of the barrel and poly bags. Stated when the consumer draws up the insulin there is a small line in the barrel that moves it, believing it is condensation. Unable to provide lot #. Date of event: unknown.